Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it state: cautions: use pads immediately after opening. Do not store pads in opened pouch. The neonatal arcticgel¿ pad should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. The neonatal arcticgel¿ pad must be replaced after 5 days of use. Do not allow circulating water to contaminate the sterile field when lines are disconnected. Directions place the patient (1.8 - 4.5 kg; 4.0 - 9.9 lb) on the pad. Avoid placing the patients over the manifolds or other high-pressure locations. The rate of temperature change and potentially the final achievable temperature is affected by pad surface area coverage, placement, patient size, and water temperature range. Attach the pad¿s line connectors to the fluid delivery line manifolds. See arctic sun¿ temperature management system operators' manual and help screens for detailed instructions on system use. Begin treating the patient. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.0 l/min. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: e: UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerted 02 low flow, water flow rate (wfr) was 0.2 l/m. Neonatal pads in place. Hypothermia. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 29.5c, water flow rate (wfr) was 0.2 l/m. Had them stop therapy, empty and disconnect pads. Placed device in manual control at 30c with no pads connected. System diagnostics, outlet monitor temperature (t1) was 27.4c, outlet control temperature (t2) was 27.1c, inlet temperature (t3) was 28.8c, chiller temperature (t4) was 6c, water flow rate (wfr) was 1.5 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 43%, mixing pump command (mpc) was 0, heater command (hc) was 34%, water reservoir level (wrl) was 4, system hours were 3077.6, pump hours were 2969.6. Had them reconnect pads while still in manual control. System diagnostics in mc with pads, outlet monitor temperature (t1) was 29.5c, outlet control temperature (t2) was 29.6c, inlet temperature (t3) was 29.6c, chiller temperature (t4) was 5.6c, water flow rate (wfr) was 0.6 l/m, inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 28%, mixing pump command (mpc) was 0, heater command (hc) was 33%. Walked through disabling manual control. Restarted therapy and water flow rate (wfr) was stabilized at 0.8/ l/m. Advised to call back if water flow rate (wfr) drops below 0.7 l/m. Sn: (B)(6). Per additional information updated from ttm on 26aug2025, nicu noted they were getting low flow alert02). Guided to system diagnostics, system hours 3077, pump hours 2969, inlet pressure (ip) was negative 7psi, circulation pump command (cpc) was 26%, flow rate (fr) was 0.5lpm. Advised flow rate (fr) was this low will impact heater capacity and advised flow rate (fr) should be consistently at 1lpm for full heater capacity. Adjusted tubing and flow rate (fr) increased to 1lpm. Waited on the line for a few minutes and flow rate (fr) remained at 1lpm. Per additional information updated from ttm on 26aug2025, follow up from case (B)(4). They state they moved the device and now the flow rate (fr) was 0.4lpm again. Disconnected and reconnected tubing and flow rate (fr) was settled at 0.9lpm. Patient temperature (pt) was 33.6c, targeted temperature (tt) was 33.5c, water temperature (wt) was 28.2c. Explained that the device was basically functioning at 90% heater capacity. They can elect to change the pad now, or they can wait to see if the patient temperature drops below target.

Event description:
It was reported that the arctic sun device alerted 02 low flow, water flow rate (wfr) was 0.2 l/m. Neonatal pads in place. Hypothermia. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 29.5c, water flow rate (wfr) was 0.2 l/m. Had them stop therapy, empty and disconnect pads. Placed device in manual control at 30c with no pads connected. System diagnostics, outlet monitor temperature (t1) was 27.4c, outlet control temperature (t2) was 27.1c, inlet temperature (t3) was 28.8c, chiller temperature (t4) was 6c, water flow rate (wfr) was 1.5 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 43%, mixing pump command (mpc) was 0, heater command (hc) was 34%, water reservoir level (wrl) was 4, system hours were 3077.6, pump hours were 2969.6. Had them reconnect pads while still in manual control. System diagnostics in mc with pads, outlet monitor temperature (t1) was 29.5c, outlet control temperature (t2) was 29.6c, inlet temperature (t3) was 29.6c, chiller temperature (t4) was 5.6c, water flow rate (wfr) was 0.6 l/m, inlet pressure (ip) was -7.3psi, circulation pump command (cpc) was 28%, mixing pump command (mpc) was 0, heater command (hc) was 33%. Walked through disabling manual control. Restarted therapy and water flow rate (wfr) was stabilized at 0.8/ l/m. Advised to call back if water flow rate (wfr) drops below 0.7 l/m. Sn (B)(6). Per additional information updated from (B)(6) on 26aug2025, nicu noted they were getting low flow alert02). Guided to system diagnostics, system hours 3077, pump hours 2969, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 26%, flow rate (fr) was 0.5lpm. Advised flow rate (fr) was this low will impact heater capacity and advised flow rate (fr) should be consistently at 1lpm for full heater capacity. Adjusted tubing and flow rate (fr) increased to 1lpm. Waited on the line for a few minutes and flow rate (fr) remained at 1lpm. Per additional information updated from (B)(6) on 26aug2025, follow up from case (B)(6). They state they moved the device and now the flow rate (fr) was 0.4lpm again. Disconnected and reconnected tubing and flow rate (fr) was settled at 0.9lpm. Patient temperature (pt) was 33.6c, targeted temperature (tt) was 33.5c, water temperature (wt) was 28.2c. Explained that the device was basically functioning at 90% heater capacity. They can elect to change the pad now, or they can wait to see if the patient temperature drops below target.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.